Manufacturer narrative:
"The patient walks outside with the support of his walker. Futura 600, when suddenly the plastic on the front wheel broke. The patient then falls ahead of the walker. Get helped by bypassing to get up. According to the physiotherapist is no suspicion of shortcomings in the operation of the walker when walking or when it comes to cleaning / maintenance. The patient has a new walker, futura 600, prescribed to him/her." The futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).

Event description:
"The patient walks outside with the support of his walker. Futura 600, when suddenly the plastic on the front wheel broke. The patient then falls ahead of the walker. Get helped by bypassing to get up. According to the physiotherapist is no suspicion of shortcomings in the operation of the walker when walking or when it comes to cleaning / maintenance. The patient has a new walker, futura 600, prescribed to him/her". The futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).